Manufacturer narrative:
The t:slim g4 cartridge user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 60 (mg/dl). Reportedly, customer had recently delivered multiple insulin injections. Additionally, the customer had recently used the load sequence, but it was unknown if the customer was disconnected from the infusion set during the fill tubing step. Reportedly, the customer did not feel well, so their family member brought them soda to treat their low bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.